Event description:
It was reported while using bd recykleen¿ foot-operated trolley the lid was difficult to close. There was no report of patient impact. The following information was provided by the initial reporter: (1) sliding lid does not move. When the chemotherapy collector is used alone, its sliding lid can be moved. However, the collector is set on the cart, the sliding lid cannot be slid.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary in accordance with the photos of the samples received in bdj and the results of the evaluation performed by them, it¿s confirmed that the product reported under this complaint was found acceptable for functionality. According to the DHR review process, the result showed there were no issues reported like trolley defective (sliding lid not move, foot pedal not work) during the manufacturing process of the lot number reported (1025903 and 1039920). A review of the ncmr¿s was performed; the result showed there were no issues reported like trolley defective (sliding lid not move, foot pedal not work) for the same part number throughout the last twelve months. Root cause end user misuse. The end user didn¿t follow the steps stated in the bd sharps collector. It was confirmed that there was not defects that could lead to a failure mode detected in the manufacturing process and it was confirmed that both samples are functional for the intended use.

Event description:
It was reported while using bd recykleen¿ foot-operated trolley the lid was difficult to close. There was no report of patient impact. The following information was provided by the initial reporter: (1) sliding lid does not move when the chemotherapy collector is used alone, its sliding lid can be moved. However, the collector is set on the cart, the sliding lid cannot be slid.